Event description:
The ve lvad was implanted in 2001. On 8/20/2002, the facility's lvad coordinator informed the MFR of the following: an echo performed and showed severe inflow valve regurgitation. As a result, the device was explanted and exchanged.